Event description:
Pseudosepsis [inflammation]; swelling in the knee [joint swelling]; knee effusion [joint effusion]. Case description: spontaneous report received on 16-oct-2008 from a physician regarding a patient, initials and gender unknown. The patient received an unknown number of synvisc injection(s) in the knee(s) on unknown date(s). The reported synvisc lot number was u0817. The patient experienced swelling in the knee on an unknown date and had fluid aspirated from the knee. Additional information was received from the physician on 21-oct-2008. The patient had pseudosepsis 4 to 6 weeks prior to this report with a synovial white blood cell count in the 12-30,000 range. The patient was treated with an intra-articular steroid in the office on an unknown date and had a "quick response." As of the date of receipt of this report, the patient's outcome was unknown. (B) (4), (B) (4), (B) (4), and (B) (4)-(b) (5) for other adverse events from this reporter.